Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included uterine dilation and curettage (she has had two previous dilatations and evacuations.), smoker (0 25 packs/day (4-5 cigarettes daily), used 10 years. Last attempt to quit: (B)(6) 2011.), abstains from alcohol (she does not drink alcohol during the pregnancy.), termination of pregnancy - elective (abortion (pregnancy termination elective abortion)) in 1998, varicella in 1987, epilepsy (has not had seizure since age 17 - takes meds regularly), high risk pregnancy (due to smoking), multigravida and parity 2 ((B)(6) 2005, (B)(6) 2011). Previously administered products included for contraception: birth control pill from 1998 to 2010; for an unreported indication: depakote, prenatal vitamins, penicillin, amoxicillin, ampicillin, dilaudid, erythromycin, depakote and penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin; mood swings with dilaudid; nausea with erythromycin; pruritus with penicillin; and urticaria with amoxicillin and ampicillin. Concurrent conditions included seizure (on meds no seizure since 17) since 1995, gerd, anxiety, depression, herniated nucleus pulposus, lumbar radiculitis, lumbar radiculopathy, obesity, fractured coccyx since 2006, low back pain since (B)(6) 2012, lumbar disc herniation since (B)(6) 2013, menorrhagia, dysmenorrhea and right lower quadrant pain. Family history included heart disease, unspecified (father), hypertension (father), cancer (father), high cholesterol (father) and osteoarthritis (father). Concomitant products included hydromorphone hydrochloride (dilaudid), medroxyprogesterone (depo provera), ondansetron, sertraline and valproate semisodium (divalproex). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 6 months after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), hypersensitivity ("allergic or hypersensitivity reaction type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (patient underwent laparoscopic assisted vaginal hysterectomy, bilateral partial salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower and abdominal pain was resolving and the menstrual disorder, migraine, weight increased, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per mr: on (B)(6) 2011, patient had cramping during insertion of device. On (B)(6) 2011, healing pad applied. Placement of essure device in each fallopian tube with 6 and 3 coils showing respectively was accomplished without difficulty. The patient tolerated the procedure well. On (B)(6) 2012, she reported of low back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded on (B)(6) 2013, surgical pathology report revealed gross description: sectioning of the endometrial cavity reveals a 1.6 x 0.1 cm in greatest diameter metallic rod-like structure with one end that is coiled. In the opposite cornu there is an additional metallic fragment that measures 0.1 x 0.1 cm. Adjacent to the metallic fragment is a 0.6 x 0.5 x 0.5 cm nodular area. Sectioning of the fallopian tubes reveals a metallic coiled segment in one fallopian tube that measures 6.2 cm in length x 0.1 cm in greatest diameter. In the opposite fallopian tube is a 6.9 x 0.1 cm coiled metal device. Final pathologic diagnosis: uterus, cervix and bilateral partial tubes, hysterectomy and bilateral salpingectomy: 107 grams endometrium. Adenomyosis. Proliferative endometrium. No endometrial hyperplasia, polyp, atypia or malignancy. Medical device in the uterus and bilateral tubes. Endocervical cervix with nabothian cyst. Positive fetal fibronectin. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet received. Events depression & mental anguish & medical device monitoring error were added. Historical & concomitant drugs and conditions were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage (she has had two previous dilatations and evacuations.), smoker (0 25 packs/day (4-5 cigarettes daily), used 10 years. Last attempt to quit: 01-jan-2011.), abstains from alcohol (she does not drink alcohol during the pregnancy.), termination of pregnancy - elective (abortion (pregnancy termination elective abortion)) in 1998, varicella in 1987, epilepsy (has not had seizure since age 17 - takes meds regularly), high risk pregnancy (due to smoking), multigravida and parity 2 ((B)(6) 2005, (B)(6) 2011). Previously administered products included for contraception: birth control pill from 1998 to 2010; for an unreported indication: depakote, prenatal vitamins, penicillin, ampicillin, dilaudid, erythromycin, penicillin, depakote and amoxicillin. Past adverse reactions to the above products included hypersensitivity with penicillin; mood swings with dilaudid; nausea with erythromycin; pruritus with penicillin; and urticaria with amoxicillin and ampicillin. Concurrent conditions included seizure (on meds no seizure since 17) since 1995, gerd, anxiety, depression, herniated nucleus pulposus, lumbar radiculitis, lumbar radiculopathy, obesity, fractured coccyx since 2006, low back pain since (B)(6) 2012, lumbar disc herniation since (B)(6) 2013, menorrhagia, dysmenorrhea and right lower quadrant pain. Family history included heart disease, unspecified (father), hypertension (father), cancer (father), high cholesterol (father) and osteoarthritis (father). Concomitant products included hydromorphone hydrochloride (dilaudid), medroxyprogesterone (depo provera), ondansetron, sertraline and valproate semisodium (divalproex). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), hypersensitivity ("allergic or hypersensitivity reaction type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (patient underwent laparoscopic assisted vaginal hysterectomy, bilateral partial salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower and abdominal pain was resolving and the menstrual disorder, migraine, weight increased, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per mr: on (B)(6) 2011, patient had cramping during insertion of device. On (B)(6) 2011, healing pad applied. Placement of essure device in each fallopian tube with 6 and 3 coils showing respectively was accomplished without difficulty. The patient tolerated the procedure well. On (B)(6) 2012, she reported of low back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded on (B)(6) 2013, surgical pathology report revealed gross description: sectioning of the endometrial cavity reveals a 1.6 x 0.1 cm in greatest diameter metallic rod-like structure with one end that is coiled. In the opposite cornu there is an additional metallic fragment that measures 0.1 x 0.1 cm. Adjacent to the metallic fragment is a 0.6 x 0.5 x 0.5 cm nodular area. Sectioning of the fallopian tubes reveals a metallic coiled segment in one fallopian tube that measures 6.2 cm in length x 0.1 cm in greatest diameter. In the opposite fallopian tube is a 6.9 x 0.1 cm coiled metal device. Final pathologic diagnosis: uterus, cervix and bilateral partial tubes, hysterectomy and bilateral salpingectomy: 107 grams endometrium. Adenomyosis. Proliferative endometrium. No endometrial hyperplasia, polyp, atypia or malignancy. Medical device in the uterus and bilateral tubes. Endocervical cervix with nabothian cyst. Positive fetal fibronectin. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received: event added as abdominal pain. Event outcome updated for pain. Quality safety evaluation of ptc done. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage (she has had two previous dilatations and evacuations.), smoker (0 25 packs/day (4-5 cigarettes daily), used 10 years. Last attempt to quit: 01-jan-2011.), abstains from alcohol (she does not drink alcohol during the pregnancy.), fetal fibronectin increased, termination of pregnancy - elective (abortion (pregnancy termination elective abortion)) in 1998, varicella in 1987, epilepsy (has not had seizure since age 17 - takes meds regularly), high risk pregnancy (due to smoking), multigravida and parity 2 (last delivery (B)(6) 2011). Previously administered products included for an unreported indication: depakote, depakote, prenatal vitamins, penicillin, penicillin, ampicillin, dilaudid, erythromycin and amoxicillin. Past adverse reactions to the above products included mood swings with dilaudid; nausea with erythromycin; pruritus with penicillin; and urticaria with amoxicillin and ampicillin. Concurrent conditions included seizure (on meds no seizure since 17) since (B)(6) 1995, gerd, anxiety, depression, herniated nucleus pulposus, lumbar radiculitis, lumbar radiculopathy, obesity, fractured coccyx since (B)(6) 2006, low back pain since (B)(6) 2012, lumbar disc herniation since (B)(6) 2013, menorrhagia, dysmenorrhea and right lower quadrant pain. Family history included heart disease, unspecified (father), hypertension (father), cancer (father), high cholesterol (father) and osteoarthritis (father). Concomitant products included hydromorphone hydrochloride (dilaudid), medroxyprogesterone (depo provera) and ondansetron. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (patient underwent laparoscopic assisted vaginal hysterectomy bilateral partial salpingectomy). At the time of the report, the pelvic pain, menstrual disorder, migraine and weight increased outcome was unknown. The reporter considered menstrual disorder, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: per mr: on (B)(6) 2011, patient had cramping during insertion of device. On (B)(6) 2011, healing pad applied. Placement of essure device in each fallopian tube with 6 and 3 coils showing respectively was accomplished without difficulty. The patient tolerated the procedure well. On (B)(6) 2012, she reported of low back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded on (B)(6) 2013, surgical pathology report revealed gross description: sectioning of the endometrial cavity reveals a 1.6 x 0.1 cm in greatest diameter metallic rod-like structure with one end that is coiled. In the opposite cornu there is an additional metallic fragment that measures 0.1 x 0.1 cm. Adjacent to the metallic fragment is a 0.6 x 0.5 x 0.5 cm nodular area. Sectioning of the fallopian tubes reveals a metallic coiled segment in one fallopian tube that measures 6.2 cm in length x 0.1 cm in greatest diameter. In the opposite fallopian tube is a 6.9 x 0.1 cm coiled metal device. Final pathologic diagnosis: uterus, cervix and bilateral partial tubes, hysterectomy and bilateral salpingectomy: 107 grams endometrium. Adenomyosis. Proliferative endometrium. No endometrial hyperplasia, polyp, atypia or malignancy. Medical device in the uterus and bilateral tubes. Endocervical cervix with nabothian cyst. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record: dysmenorrhea and menorrhagia (confirming menstrual disorder). Most recent follow-up information incorporated above includes: on 26-feb-2018: this case is medically confirmed. Reporter information was updated. This case concerns an adult patient. Her historical condition, historical medications, history of drug allergy, family history, social history and concurrent conditions was added. Lab data was added. Essure implantation date was updated. Essure lot number was added. Her concomitant medications were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 29-year-old female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included termination of pregnancy - elective (abortion (pregnancy termination elective abortion)) in 1998, varicella in 1987, uterine dilation and curettage (she has had two previous dilatations and evacuations.), abstains from alcohol (she does not drink alcohol during the pregnancy.), epilepsy (has not had seizure since age 17 - takes meds regularly), high risk pregnancy (due to smoking), multigravida, parity 2 ((B)(6) 2005, (B)(6) 2011), pregnancy and preterm labor. On (B)(6) 2013, surgical pathology report revealed gross description: sectioning of the endometrial cavity reveals a 1.6 x 0.1 cm in greatest diameter metallic rod-like structure with one end that is coiled. In the opposite cornu there is an additional metallic fragment that measures 0.1 x 0.1 cm. Adjacent to the metallic fragment is a 0.6 x 0.5 x 0.5 cm nodular area. Sectioning of the fallopian tubes reveals a metallic coiled segment in one fallopian tube that measures 6.2 cm in length x 0.1 cm in greatest diameter. In the opposite fallopian tube is a 6.9 x 0.1 cm coiled metal device. Final pathologic diagnosis: uterus, cervix and bilateral partial tubes, hysterectomy and bilateral salpingectomy: 107 grams endometrium. Adenomyosis. Proliferative endometrium. No endometrial hyperplasia, polyp, atypia or malignancy. Medical device in the uterus and bilateral tubes. Endocervical cervix with nabothian cyst. Positive fetal fibronectin. Previously administered products included for contraception: birth control pill from 1998 to 2010; for an unreported indication: depakote, prenatal vitamins, penicillin, amoxicillin, ampicillin, dilaudid, erythromycin, depakote and penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin; mood swings with dilaudid; nausea with erythromycin; pruritus with penicillin; and urticaria with amoxicillin and ampicillin. Concurrent conditions included lumbar disc herniation since (B)(6) 2013, low back pain since (B)(6) 2012, fractured coccyx since 2006, seizure (on meds no seizure since 17) since 1995, smoker (0 25 packs/day (4-5 cigarettes daily), used 10 years. Last attempt to quit: (B)(6) 2011.), gerd, anxiety, depression, herniated nucleus pulposus, lumbar radiculitis, lumbar radiculopathy, obesity, menorrhagia, dysmenorrhea, right lower quadrant pain and gas pain. Family history included heart disease, unspecified (father), hypertension (father), cancer (father), high cholesterol (father) and osteoarthritis (father). Concomitant products included cyclobenzaprine from (B)(6) 2012 to (B)(6) 2013, hydromorphone hydrochloride (dilaudid), medroxyprogesterone acetate (depo provera), omeprazole in (B)(6) 2013, ondansetron, sertraline, tramadol from (B)(6) 2012 to (B)(6) 2013 and valproate semisodium (divalproex). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 year 6 months after insertion of essure. In 2013, the patient experienced migraine ("migraines"), hypersensitivity ("allergic or hypersensitivity reaction type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (patient underwent laparoscopic assisted vaginal hysterectomy, bilateral partial salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the menstrual disorder, migraine, weight increased, hypersensitivity, female sexual dysfunction, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, depression and anxiety outcome was unknown and the abdominal pain lower and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per mr: on (B)(6) 2011, patient had cramping during insertion of device. On (B)(6) 2011, healing pad applied. Placement of essure device in each fallopian tube with 6 and 3 coils showing respectively was accomplished without difficulty. The patient tolerated the procedure well. On (B)(6) 2012, she reported of low back pain. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 29-year-old female patient who had essure (batch no. 871977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage (she has had two previous dilatations and evacuations.), smoker (0 25 packs/day (4-5 cigarettes daily), used 10 years. Last attempt to quit: (B)(6) 2011.), abstains from alcohol (she does not drink alcohol during the pregnancy.), termination of pregnancy - elective (abortion (pregnancy termination elective abortion)) in 1998, varicella in 1987, epilepsy (has not had seizure since age 17 - takes meds regularly), high risk pregnancy (due to smoking), multigravida and parity 2 ((B)(6) 2005, (B)(6) 2011). Previously administered products included for contraception: birth control pill from 1998 to 2010; for an unreported indication: depakote, prenatal vitamins, penicillin, ampicillin, dilaudid, erythromycin, penicillin, depakote and amoxicillin. Past adverse reactions to the above products included hypersensitivity with penicillin; mood swings with dilaudid; nausea with erythromycin; pruritus with penicillin; and urticaria with amoxicillin and ampicillin. Concurrent conditions included seizure (on meds no seizure since 17) since 1995, gerd, anxiety, depression, herniated nucleus pulposus, lumbar radiculitis, lumbar radiculopathy, obesity, fractured coccyx since 2006, low back pain since (B)(6) 2012, lumbar disc herniation since (B)(6) 2013, menorrhagia, dysmenorrhea and right lower quadrant pain. Family history included heart disease, unspecified (father), hypertension (father), cancer (father), high cholesterol (father) and osteoarthritis (father). Concomitant products included hydromorphone hydrochloride (dilaudid), medroxyprogesterone (depo provera), ondansetron, sertraline and valproate semisodium (divalproex). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines"), weight increased ("weight gain"), hypersensitivity ("allergic or hypersensitivity reaction type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (patient underwent laparoscopic assisted vaginal hysterectomy, bilateral partial salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menstrual disorder, migraine, weight increased, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per mr: on (B)(6) 2011, patient had cramping during insertion of device. On (B)(6) 2011, healing pad applied. Placement of essure device in each fallopian tube with 6 and 3 coils showing respectively was accomplished without difficulty. The patient tolerated the procedure well. On (B)(6) 2012, she reported of low back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded on (B)(6) 2013, surgical pathology report revealed gross description: sectioning of the endometrial cavity reveals a 1.6 x 0.1 cm in greatest diameter metallic rod-like structure with one end that is coiled. In the opposite cornu there is an additional metallic fragment that measures 0.1 x 0.1 cm. Adjacent to the metallic fragment is a 0.6 x 0.5 x 0.5 cm nodular area. Sectioning of the fallopian tubes reveals a metallic coiled segment in one fallopian tube that measures 6.2 cm in length x 0.1 cm in greatest diameter. In the opposite fallopian tube is a 6.9 x 0.1 cm coiled metal device. Final pathologic diagnosis: uterus, cervix and bilateral partial tubes, hysterectomy and bilateral salpingectomy: 107 grams endometrium. Adenomyosis. Proliferative endometrium. No endometrial hyperplasia, polyp, atypia or malignancy. Medical device in the uterus and bilateral tubes. Endocervical cervix with nabothian cyst. Positive fetal fibronectin. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history updated. Essure removal date (B)(6) 2013 was added. Events vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal pain lower were newly added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (underwent partial hysterectomy due to complications from the essure). At the time of the report, the pelvic pain, menstrual disorder, migraine and weight increased outcome was unknown. The reporter considered menstrual disorder, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.